Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. During laser lead extraction, the superior vena cava (svc) was torn and surgically repaired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-52 lead, implanted: (B)(6) 2000. (B)(4).